Event description:
It was initially reported that the veritas console showed a repetitive error #161: gfi pressure too high during surgery. The surgeon had to stop the surgery and restart the machine with a new prime/tune cycle and deactivate the advanced infusion feature. The error occurred during surgery and interrupted the procedure for a minute. There were no interventions required and the equipment had to be restarted. Through follow-up we learned that after surgery the johnson and johnson specialist for phacoemulsification equipment had to disable the advanced infusion and purge and tune the equipment due to the error. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3 - other (81): the veritas console has not yet been evaluated. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.